Manufacturer narrative:
The customer reported issue was confirmed. The device was not repaired and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of not reading the co2 levels was due to the oridion board. Not reading the co2 levels is confirmed due to a bad oridion board. The etco2 module is rur as requested by mark barber. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/03/2016 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported that the device was not reading the co2 levels. It was reported there was no patient involvement.

Event description:
The customer reported that the device was not reading the co2 levels. It was reported there was no patient involvement.